Event description:
It was reported by the healthcare provider that an edwards bioprosthetic valve was explanted from the tricuspid position after an implant duration of approximately 6 years due to tricuspid stenosis and prosthesis degeneration. Patient was (B)(6) at the time of implant. Medical history indicates: history of endocarditis, morbid obesity. The operative report findings indicate, " this patient had previously undergone tricuspid valve replacement with a bovine prosthesis for endocarditis and closure of a ventricular septal defect. He is morbidly obese and recently had increased accumulation of fluid which was subsequently determined to be a severe tricuspid stenosis. The right atrium was very dilated. The prosthetic tricuspid valve leaflets were calcified and quite rigid creating severe tricuspid stenosis." The edwards valve was replaced with another bioprosthetic valve, and patient was transferred to the cicu in a satisfactory hemodynamic state.

Manufacturer narrative:
(B)(4). Evaluation summary: report of stenosis was confirmed. Moderate to heavy calcification was observed in the cusp area of leaflets 1 and 2, minimal to moderate calcification was observed in the cusp area of leaflet 3. The free margins of leaflets 1 and 2 exhibited heavy calcification, the free margin of leaflet 3 exhibited moderate to heavy calcification. Moreover, minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 3 mm. Moderate to heavy host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 12 mm. Host tissue was moderate to heavy at both stent outflow and inflow. Host tissue fused leaflets 2 and 3 at commissure 3 by 4 mm and leaflets 1 and 3 at commissure 1 by 4 mm. Commissure 3 wireform was exposed, the wireform was also exposed between commissure 2 and 3. The sewing ring appeared cut between commissure 2 and 3 and between commissure 1 and 2. Device evaluation confirms calcific tissue degeneration as the primary cause of the reported stenosis in addition to moderate host tissue overgrowth. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There is no information to suggest a device quality deficiency related to this event.

Manufacturer narrative:
The explanted device was received by edwards; however, the evaluation has not yet begun. Device evaluation results, as well as edwards review and conclusions of the event, will be reported once available.